Event description:
It was reported that this pacemaker exhibited oversensing of noise on the right atrial (ra) and right ventricular (rv) channels resulting in a signal artifact monitoring (sam) episode that disabled the minute ventilation (mv) feature. Technical services (ts) discussed the information with the physician and recommended in-clinic review. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.